Event description:
It was reported that, shortly after implantation, the patient with this pacemaker underwent a pocket revision surgery due to improper healing at the implantation site. It was noted that no infection or hematoma was present. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Correction: field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that, shortly after implantation, the patient with this pacemaker underwent a pocket revision surgery due to improper healing at the implantation site. It was noted that no infection or hematoma was present. No additional adverse patient effects were reported. This pacemaker remains in service.